Manufacturer narrative:
This complaint was found during a recent clinical evaluation review/literature search of this device. The citation is as follows: desai, k. R., xiao, n., salem, r., karp, j. K., ryu, r. K., & lewandowski, r. J. (2020). Excimer laser sheath-assisted retrieval of "closed-cell" design inferior vena cava filters. Journal of the american heart association, 9(17), e017240. Https://doi.org/10.1161/jaha.120.017240. Specific product details are not available. The exact event date is unknown. Complaint conclusion: as reported in the literature article by desai, k. R., xiao, n., salem, r., karp, j. K., ryu, r. K., & lewandowski, r. J. (2020). Excimer laser sheath-assisted retrieval of "closed-cell" design inferior vena cava filters. Journal of the american heart association, 9(17), e017240. Https://doi.org/10.1161/jaha.120.017240 33 optease filters out of 38 patients; total patients in study 441, requiring laser sheath assistance retrievals, which was the highest rate of laser sheath assistance of all filters encountered. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿filter-retrieval difficulty - unable to retrieve from vessel wall¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as operator technique, or vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿warning: the optease® retrievable filter can be retrieved up to and including 12 days after placement. The optease® retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. The optease® retrievable filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Accordingly, cordis will not be responsible for any direct or consequential damages or expenses resulting from use by untrained personnel.¿ without a lot number to conduct a phr review, or any other product information, it is not possible to make a clinical decision whether the reported failure could be related to the manufacturing process; therefore, no corrective and preventive actions will be taken at this time.

Event description:
As reported in the literature article by desai, k. R., xiao, n., salem, r., karp, j. K., ryu, r. K., & lewandowski, r. J. (2020). Excimer laser sheath-assisted retrieval of "closed-cell" design inferior vena cava filters. Journal of the american heart association, 9(17), e017240. Https://doi.org/10.1161/jaha.120.017240 33 optease filters out of 38 patients; total patients in study 441, requiring laser sheath assistance retrievals which was the highest rate of laser sheath assistance of all filters encountered. The devices will not be returned for evaluation.